Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that a por (power on reset) message was seen on the patient programmer. Instructions were reviewed with the rep regarding steps to clear the por. It was later reported that the por occurred on (B)(6) 2018. The rep went to turn the patient¿s stimulation up post-operative and got the por message. The rep noted that they weren¿t sure, but they believe it occurred while the patient was still in the or; perhaps the cauterizing device reset the battery. It was later reported that the por was resolved and the rep programmed the battery in post-op. There were no patient complications reported as a result of this event.